Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of physical damage or abnormalities. A blood path through the mandrel-to¿heat exchanger bond was identified, confirming the clinical observation. The device was cleaned using a renalin solution. Pressure integrity testing was performed at 3 l/min. With 23 psig of back pressure for 10 minutes. During the test a leak was observed from the side seam of the heat exchanger. There were no leaks from the mandrel-to-heat exchanger bond, most likely due to the dried blood found during visual inspection. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on analysis and investigation, the leak was confirmed to originate from the mandrel-to-heat exchanger bond as well as the heat exchanger side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure test results prior to distribution. (B)(4).

Event description:
Medtronic received information indicating that during a case, a leak was observed from the mandrel-to-heat exchanger bond in this affinity nt hollow fiber oxygenator. The oxygenator was replaced and the procedure was completed with no adverse patient effects reported. The oxygenator was returned for analysis.